Event description:
Caller states patient received results of 90 mg/dl and 535 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. High blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.